Event description:
It was reported that a progav shunt system (#fv414t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the shunt system showed an over-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, 6 months. Gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates not within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. A slower outflow of progav could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a slower ouflow in the progav. The deposits visible in the valve may have led to the change in the flow rate. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Furthermore, we can detect visible deposits in the shuntassistant. The deposits did not affect the technical properties of this valve at the time of the examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.